Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011. Product type: implantable neurostimulator: product ID 3387s-40, lot# v690087, implanted: (B)(6) 2011. Product type: lead: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3387s-40, lot# v712879, implanted: (B)(6) 2011, explanted: (B)(6) 2012. Product type: lead: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).

Event description:
The patient developed an infection and only had the left lead removed in (B)(6) 2012. Additional information has been requested.

Event description:
Additional information received reported that the patient did not have concern with their device or therapy.